Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicated impedance issues. Programming adjustments were made; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. The revision surgery has been postponed indefinitely. No further details will be provided. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. The revision surgery has been postponed indefinitely. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.